Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot manufacturing location: supplier- (B)(4), manufacturing date: 27-nov-2019, part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc, lot number: 10l5036 (non-sterile). Production order traveler met all inspection acceptance criteria. Four pieces were scrapped in cell at op #60, vendor tin coat, for destructive testing. Inspection sheet, incoming inspection I, incoming inspection ii, incoming final inspection, nonconformance review met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from universal punch for op # 10 (vendor machine) dated 17-oct-2019 was reviewed and determined to be conforming. Hardness specified at hrc 57-60 and was certified at hrc 58.71. Inspection certificate supplied to universal punch from zapp (for raw material) dated 10-nov-2017 was reviewed and determined to be conforming. Certificate of analysis supplied by ionbond for op # 60 (tin coat) dated 31-oct-2019 was reviewed and determined to be conforming. Certificate of compliance supplied by general machine for op #80 (colorize) dated 14-nov-2019 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. Device history review: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021 when the specialist was tightening the screw on the plate, the tip of the screwdriver piece splits. No further information provided. This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 1 of 1 for complaint (B)(4).